Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Product ID 977c265, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 22-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient was seen for a reprogramming session. Patient reported minimal pain relief since implant. Patient reported successful trial. Patient was able to tolerate using the bottom 2 electrodes of paddle lead. Patient had increased abdominal pain with use of the other electrodes. Impedance scan was within functional limits. X-ray was obtained prior to session (unknown date) and were within functional limits per the physician. Reprogramming was attempted however patient had increased abdominal pain with low intensity attempts therefore discontinued. Patient had reprogrammed previously without success per patient. The patient's interim physician made a referral to a neurosurgeon to obtain another opinion. The issue was not resolved. Additional information was received from the manufacturer representative. It was reported that there is a lead coverage issue regarding the pt's pain relief. Pt was sent a referral for a possible lead revision, the appointment is unknown yet.